Event description:
The customer reported that she deactivated her pod due to "high blood sugars." When the pod was first activated, her bg level was high (275 mg/dl). Over the following six hrs, however, her levels remained consistently elevated (between 163 and 177 mg/dl); though not considered "high", these levels are above her target range of 110 mg/dl. The cannula was reportedly kinked, though no alarm had been initiated. The pod will be returned for eval.

Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.